Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that the high voltage (hv) leads were reversed in the header of this device. The patient was on the table and the pocket was opened. The patient was dependent and pacing was inhibited. The caller wondered if the device would pace if the rate/sense (r/s) pin was left in the header. Technical services (ts) discussed that the device will continue to pace with the device out of the pocket while the leads are switched as long as the is-1 pin is not removed. Ts discussed how this situation causes unipolarizing of the r/s channel. Ts discussed flipping the hv connections and the noise will cease and pacing will not be inhibited. No adverse patient effects have been reported.